Manufacturer narrative:
We were unable to confirm any non conformity during the batch history review or evaluation of retain samples from the same batches. The balloons could fail due to user related reasons like over-inflation or pulling. No further information is available. Received two used 12 fr thermistor catheters at degania silicone ltd., (B)(4), another q medical devices division closely affiliated with dmd our group company. The balloons of both catheters are burst.

Event description:
According to the reporter, the unit's balloon broken when cuffing. There was no patient involvement.